Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the insulin pump had diminished battery life, lasting about once a week. Customer stated that the insulin pump had scratches on the screen and had received unexplained no insulin delivery alarms. The customer was not assisted with troubleshooting. The device will not be returned for analysis.